Event description:
On (B)(6) 2012 the lay user/patient contacted lifescan to report the one touch ultralink meter was giving inaccurately high readings. The sr medical surveillance specialist was able to classify the complaint based on the information provided to customer service. On (B)(6) 2012 the patient was experiencing the symptoms of disorientation and "not making sense". While symptomatic, the patient tested his blood glucose level with the reported meter, and obtained a reading of 86 mg/dl. Emergency services were contacted, and the paramedics tested the patient's blood glucose to be 73 mg/dl using their meter. The patient was treated with food and/or a drink. Troubleshooting revealed the patient's test strips were in good condition and within opened expiration dating. The meter, test strips and control solution were replaced. The patient did not suffer an adverse event due to the reported meter. The patient's symptoms were not indicative of severe injury, the symptoms began prior to the meter issue, and the meter test result correlated with the hcp meter. However, as the meter test result did not correlate with the patient's treatment received, this complaint is being reported.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.